Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers 4.1 and 4.2 had failed and that all cubies were not detected on the bus. The field service engineer fse confirmed that drawers 4.1 and 4.2 were off the bus. The hardware test application hta was able to detect all drawers however the drawer naming was incorrect. The fse replaced the t board for drawer 4 but the issue persisted. All drawers appeared in the hta and cubie map but continued to show as off the bus. The fse then replaced the pyxibus cable after which the drawers displayed correctly in both the hta and the medstation application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 failed and cubies were not detected on bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.